Manufacturer narrative:
The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported a rent in the anterior capsule at the lens injection that did not go posteriorly. Doctor is not sure why this was not noticed earlier in the case. Doctor completed manually. Additional information has been requested.